Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 ,the patient underwent following procedures: anterior l4-5 and l5-s1 interbody fusion. Placement of parameter peek and rhbmp-2 bone graft implants at the l4-5 and l5-s1 levels. Anterior instrumentation of the l4 and l5-s1 segments using constructs with 25mm screws. Preoperative diagnosis: l4-5 and l5-s1 disc degeneration. Per op-notes: "...a peek implant of a 12 degree lordosis and a 18mm width then was packed with bmp bone graft and this was inserted within the distracted l5-s1 interspace using the catalyst system. In a similar fashion, the l4-5 disc space was prepared and a 14mm wide 12 degree peek implant with bmp bone graft was inserted at l4-5." The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.